Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this 27mm valve implanted in the aortic position was explanted from a patient after an implant duration of 3 years and 1 months due to valve thrombosis and dehiscence. As reported, patient had a great thrombus on the valve, >3 cm. Valve was loose in the annular bed as if there was endocarditis, but culture was negative. A 25mm valve was implanted in replacement. Patient was reported to be doing fine.